Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous external iliac artery. The physician advanced the 8 x 20 sterling balloon dilatation catheter across the lesion. The balloon was inflated one time to 6 atms and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was listed as 'good'.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).